Event description:
Patient underwent cardiac catheterization in 2009. Femoral artery hemostasis achieved successfully with mynx closure device and patient was discharged home. Patient presented to the hospital with a one week history of right groin swelling at the access site. He was prescribed oral antibiotics a few days earlier for the same reason. His swelling and discomfort increased and he eventually required incision and drainage of the right groin abscess. Gram stain shows numerous leucocytes. Cultures are pending. Patient is afebrile with normal wbc count. Dates of use: 2009. Diagnosis or reason for use: femoral artery hemostasis post cardiac cath.